Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, dry skin, drainage, and pustules, underneath sensor pod area only. The skin reaction was treated with unspecified oral antibiotics, a prescription of a dermatop cream, and a bepanthen cream (over the counter). At the time of the report, the patient was doing good. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).